Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The tandem user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The tandem user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The tandem user guide states: your pump lets you know important information about the system with reminders, alerts, and alarms. Reminders are displayed to notify you of an option that you have set (for example, a reminder to check your bg after a bolus). Alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low), alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and blood glucose (bg) level of 316mg/dl. Customer was hospitalized and treated with intravenous insulin drip to resolve the issue. Pump system check performed with tandem technical support found that the pump declared multiple auto-off alarms (tandem's user guide states that the auto-off alarm will occur if there has been no interaction with the pump within a specified period of time. The alarm can be set anywhere between 5 and 24 hours), empty cartridge alarms, site reminder, and low battery alert; however, the customer did not address the alerts/alarms. Additionally, the customer had been using pump supplies for more than three days. The pump shut off while customer was still in the hospital. Customer was not using the pump at the time of shutdown. The pump was connected to a power source to charge, but the pump did not turn on. Customer reverted to manual injections for insulin therapy. Customer was discharged on ( B)(6) 2019 with no permanent damage.